Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open unknown procedure, the firing force was higher than expected and the doctor felt that something was caught in while firing. Then it was found that the deployed staples were formed in lumbricoid shape. Additional suture was performed on the staple line. There were no adverse consequences to the patient.